Manufacturer narrative:
The device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, these foresight sensors displayed inaccurate saturation readings. As per customer's opinion, it could be due to a possible misplacement of the device. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions).

Event description:
As reported, this foresight sensor displayed inaccurate saturation readings. As per customer's opinion, it could be due to a possible misplacement of the device. There was no allegation of patient injury.